Event description:
Healthcare professional reported right side capsular contracture, baker grade IV, cysts, radial folds, and thin band of periprosthetic fluid. Device remains implanted.

Manufacturer narrative:
Phone number: (B)(6). A review of the device history record has been completed. No deviations or non-conformances noted. The events of capsular contracture and seroma are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade IV, and seroma.